Event description:
It was reported that the patient was hospitalized due to heart failure symptoms. The physician performed an echocardiography and determined that the heart failure was exacerbated due to tricuspid valve regurgitation which was suspected to be caused by the presence of this right ventricular (rv) lead. Pressing against the valve. This lead was explanted and is not expected to return. No additional adverse patient effects were reported.